Event description:
It was reported to medtronic neurosurgery that the mainline stopcock was found to be leaking four days into use. It was also reported that the patient was overall okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The drainage bag sample luer was observed to have a 3rd party injection site attached to it and the luer was observed to be cracked. The instructions for use that accompany the device caution that all connections should be finger tightened. Over tightening can cause cracks and leaks to occur. A review of the manufacturing record showed no anomalies. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of manufacturing records showed no anomalies. (B)(4).